Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failure was cause not established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the high flow insufflation unit to the service center for evaluation of a separate issue. During the evaluation, a reportable malfunction of ¿damage to the manifold unit caused the flow rate to fall outside the specified standard range¿ was identified. There was no patient involvement associated with this event.